Event description:
The patient provided additional information about the shocks he is feeling. He said it feels like a drum beat in his chest and has happened 4 times in the last 5 months. It feels like it is pulsating in the chest and then he becomes immobile and cannot move at all. He said it's like he can hear it in his ear. No one around him can hear it though. System diagnostics are normal. Information was received from the company representative that the physician thinks the pain, pulsing sensation, immobility, and tinnitus could be related to vns but she is not positive. She decreased the output current, pulse width, and frequency and will follow-up with the patient in a few weeks to see if they need to turn off the device. In regards to the past hospital visit, the patient noted that he went home the same day. No intervention was taken, he was just monitored for a bit. He also noted that he has not been having any issues since the vns settings were turned down a week prior. No further relevant information has been received to date.

Event description:
It was reported that the patient was hospitalized due to painful shocks. It was later noted that the pain resolved. No further relevant information has been received to date.